Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the time and date were reverting to (B)(6) 2007 12am when the pump was rebooted. The reporter stated that the patient didn¿t realize that the time and date reset incorrectly and the patient¿s blood glucose (bg) was reportedly low at night and high during the day when that had occurred. Reportedly, it was a long time ago and they did not remember the exact details of events. Reportedly, when it had occurred, the low bg in the morning came up to 130-180 mg/dl range when self treated with a meal, and the patient¿s high bg was treated with insulin and bolusing according to what the pump had recommended at the time. The reporter stated that they did not remember details of how high the bg would go and reported symptoms of shaky, hungry and tired when bg was low and symptoms of hard to get out of bed in the morning and nauseated when bg was high. This report is made based on the allegation that the patient experienced erratic blood glucose levels associated with incorrectly setting the pump time on the verify screen.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. When the pump is rebooted, the pump displays the verify screen and the user must manually confirm the time and date in order to proceed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/14/2014 with the following findings: the pump black box showed no evidence of the time and date reverting to default. The pump was exercised for 24 hours and then left without power for 6 hours; the pump time and date did not reset to factory default. A 29 hour flow accuracy test found that the pump was delivering within specifications. The pump was opened and visual inspection of the pump circuit found that the pump¿s internal clock battery was leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.